Event description:
In 2009, the nurse contacted baxter's technical support rep (tsr) and had stopped the homechoice (hc) device in dwell 1 of 3. The home pt was having shortness of breath. The tsr had the nurse arrow down to manual drain and started the drain. The drain volume=4569 milliliters (ml). The tsr had the nurse check the programming. The initial drain alarm was set to off. The tsr explained with the ida set to off and a lfv of 2000ml, the hc device will move to the fill cycle if the flow is less than 50ml's per minute. The nurse understood and adjusted the ida to 1400ml and checked the idv which was 8ml. The tsr explained the need to swap the machine. The nurse did not have the address info and stated the bio tech will have to call back with info. The nurse wanted to restart the therapy with this machine. The tsr had the nurse press go to restart the therapy and the therapy was resumed. On 06/22/2009, product surveillance contacted the home pt's (hp) peritoneal dialysis (pd) nurse regarding the overfill report. The nurse stated that while the hp was hospitalized, he had a last fill volume of 2000mls. For an unk reason, his initial drain and initial drain alarm was turned off, therefore, the cycler did not drain the hp and went straight to fill. The hp began to have shortness of breath and was given oxygen. This lasted 20 minutes. The hp was then drained over 4 liters of fluid which relieved his symptoms. The pd nurse spoke to the nephrologist who did not know why the initial drain/initial drain alarm was turned off. The pd nurse stated that the hp was hospitalized on original date, due to pneumonia. That day the hp was also diagnosed with peritonitis following a lab work up. The hp was given a two week course of antibiotics, but was not responding to it. The nurse stated the hp's white blood cell count was still elevated after the antibiotic therapy was completed. The hp was released from the hospital eight days later and sent to a rehabilitation facility where he passed away two days later, due to the pneumonia. The hp was not connected to the cycler at the time of death and the nurse did not believe the hp's death was related to pd therapy.